Event description:
It was reported that the saved images were not the same images that came up when selected and that the system was mixing and losing images (data loss). There was no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was evaluated and replaced. Reinstalled software and configuration files. The system was tested and found to be working as intended and returned to service.